Manufacturer narrative:
Testing and investigation found that the device had unrestricted flow. This was due to the missing door roller which did not allow the device to close the door properly. If the pump door is not properly closed, the platen/spring assembly that is located on the pump door will not mate correctly with the administration set tubing which could result in unrestricted flow. The probable root cause for missing door roller is mishandling in the customer environment. A calibrated tubing set was used per the device release specification. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, unrestricted flow was noted. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.